Manufacturer narrative:
The tip-up fenestrated grasper instrument was returned to intuitive surgical, inc. (Isi) and failure analysis (fa) did not replicate nor confirm the customer reported complaint. A visual inspection did not reveal any damage. During in-house testing, the instrument passed recognition and engagement tests, moved intuitively with full range of motion in all directions and the grips opened and closed properly. The instrument released the tissue normally 3 out of 3 attempts and passed the bumper test. The instrument was fully functional and no product issue was identified. A follow-up MDR will be submitted if additional information is obtained.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted pulmonary wedge resection procedure and upon insertion of the tip-up fenestrated grasper instrument, tissue became stuck near the wrist of the instrument, creating a small tear. The tissue was repaired with a stapler instrument and the procedure was completed robotically. No other details regarding the complication were provided by the surgeon.

Manufacturer narrative:
Based on the current information provided, the cause of the customer reported failure mode cannot be determined. The tip-up fenestrated grasper instrument has not been returned to intuitive surgical, inc. (Isi) for evaluation and has been used in subsequent procedures. A follow-up MDR will be submitted if additional information is obtained. System logs show no errors that would have caused or contributed to the reported event. An image associated with this event were submitted for review and the following additional information was provided: the tissue was caught at the interface between the shaft the metal tip of the tip-up fenestrated grasper instrument. With this image alone, the root cause of this event is undeterminable. This complaint has been reported due to the following conclusion: upon insertion of the tip-up fenestrated grasper during a da vinci-assisted pulmonary wedge resection, tissue became stuck near the wrist of the instrument, creating a small tear that was repaired with a stapler instrument.